Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s two leads were exhibiting low impedance and absence of capture and the patient¿s implantable cardioverter defibrillator was at end-of-life. On (B)(6) 2018, the patient¿s implantable cardioverter defibrillator was explanted and replaced and, with the new implantable cardioverter defibrillator implanted, the two leads no longer exhibited low impedance and exhibited normal capture so the two leads were retained. The patient was stable throughout.